Manufacturer narrative:
Analysis of the returned device identified deformation of the device, wear abrasion, creases fold, and weight to the specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Health care professional reported "capsular contracture baker grade IV" on left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported "capsular contracture baker grade IV" on left side.

Event description:
The device has been explanted.